Event description:
It was reported the bed was having bed exit issues due to the scale being improperly zeroed. The customer did not provide the model number or serial number of the bed and there are no reports of patient involvement or adverse consequences.

Manufacturer narrative:
The model number and serial number of the device was originally unknown but has since been identified. It was also originally reported the issue was with the bed exit but upon investigation it was determined the scale was inaccurate due to being zeroed with patient weight. Sections d and b5 have been updated to reflect the corrected information.

Event description:
It was reported the scale was inaccurate due to being improperly zeroed. There are no reports of patient involvement or adverse consequences.